Event description:
It was reported that during a shoulder procedure using an opus speedscrew implant, the implant was released from the handle without the sutures being engaged. The sutures were cut and the implant was abandoned in the bone. A new bone hole was drilled and the procedure was completed without delay, using a back up speedscrew implant. There were no patient complications reported as a result of this event.